Event description:
Reporter stated that patient has been in hosp three times in the last month. Patient was admitted to hosp in 2004 with extremely high blood glucose (531 mg/dl). Patient was treated with insulin and sodium chloride.